Event description:
(B)(6) 2014: patient in (B)(6) states, his leg gave way, causing him to fall and bang the sides of his face on a door frame. No visible injuries to his face but he felt a bang inside of his left ear and the hearing aid shell in his ear shattered into many small fragments. Patient alleges his ear started pouring with blood. His wife got most of the fragments out of his ear. Next day he felt like there was something in his throat. He went to a walk-in medical center on (B)(6) 2014 and was told that he had small cuts inside his ear and also that it was possible that there were small fragments of the shell embedded in the cuts inside his ear and also that it was possible that there were small fragments of the shell embedded in the cuts that would find their own way out. Due to the fact that he had a major mastoid surgery and since then a wide ear canal. It could be that small particles went down the eustachian pipe into his throat. He was prescribed with antibiotics. Patient alleges he coughed up a fragment of plastic from the shell on (B)(6) 2014. Only two small shell fragments were returned for investigation. It is unknown where the other fragments and faceplate are. Medical reports were requested, but none were provided by patient.

Manufacturer narrative:
Only two shell fragments of the device were returned by the patient, limiting the ability to investigate the problem. Investigation of the shell fragments indicated: no blood residue on the shell parts; unable to identify device with only two shell fragments, although, probably a siemens device due to the shell color match; shell thickness 0.9mm according to specification; no residues of heat exposure or explosion; unable to reproduce defect as it is not to destroy the shell while wearing without getting badly injured (attempted to duplicate with a similar custom shell). Manufacturer requested medical reports from the patient to confirm alleged injuries, but none were provided.